Event description:
It was reported that the patient developed an infection at the pod¿s insertion site arm while wearing the device between 24 and 36 hours. The patient's blood glucose values were not provided. Patient reported the infusion site to have redness and swelling as well as leaking during wear. The patient sought medical treatment with their healthcare provider (hcp). They noticed the infected site on (B)(6) 2026 and had an appointment with hcp on (B)(6) 2026 and was diagnosed with cellulitis. The patient was treated with oral and topical antibiotic. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.